Event description:
The device was utilized for routine patient monitoring. The facility reported the device intermittently displayed the patient ECG as artifact and a flat-line trace. The facility reported that patient outcome was not affected as a result of the discrepancy.